Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 475 mg/dl. The other relevant blood glucose level was 455 mg/dl, 437 mg/dl, 309 mg/dl, 292 mg/dl, 267 mg/dl, 246 mg/dl, 137 mg/dl, 180 mg/dl . The insulin pump will not be returned for the analysis.